Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected field: h4.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit went into standby mode.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse observed several "iab catheter restriction" alarms. The fse simulates the "iab catheter restriction" alarm behave as per normal, unit went to standby mode with continues alarm. The fse checked the machine, performed all manifold test and verified the calibration values. No abnormality found. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).